Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a health care professional (hcp) that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out-of-range pace impedance measurements and the patient experienced chest wall stimulation. The hcp indicated that they were going to change the lv pacing vector configuration to lv ring electrode to right ventricular lead as this configuration measured an in-range impedance value. This lv lead remains in service. No adverse patient effects were reported.